Event description:
The patient's generator was explanted and returned due to battery depletion. No allegations were made against the generator at the time of explant. During the visual assessment in generator product analysis, contaminates were identified on the trimmed edge of the printed circuit board assembly (pcba), suggesting probable resistive electrical paths between the copper edges on the trimmed edge of the pcba which contributed to the supply current conditions. A review of the device history record confirmed that the generator was laser-routed during the manufacturing process. The device met all specifications prior to distribution. An internal investigation showed that the laser-routing process caused conductive debris on the pcba, allowing for current leakage and premature battery status indicators. No other relevant information has been received to date.